Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: balance middleweight, guide cath: jl 3.5, sheath: 6 french, other: guide liner guide catheter extension. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the difficulties to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a coronary procedure to treat a target lesion in the heavily calcified proximal circumflex artery, a guide catheter extension was advanced as support. The 3.0 x 15 mm xience alpine stent delivery system (sds) was advanced to the lesion. The guide catheter extension moved forward and the physician made an attempt to pull the guide liner back; however, this pushed the sds forward. The sds was pulled back for repositioning and the stent dislodged into the left main artery. Per physician, the stent dislodged due to the heavy calcification. A guide wire was advanced through the stent and an unspecified dilatation catheter was then advanced through the stent. The balloon was inflated slightly to catch the stent and the stent was able to be pulled back. At this time the stent caught on the 6 french sheath and dislodged into a deep femoral artery. The physician chose to leave the dislodged stent in the artery. No additional intervention was performed and the stent remains in the patient anatomy. No additional information was provided.